Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4+, prolapsed anterior leaflet, and prolapsed posterior leaflet. Two mitraclips were inserted and deployed on the mitral valve, reducing mr to a grade of 2+. A third clip, a mitraclip xt, was inserted and grasping was performed. However, the posterior leaflet could not be captured. An attempt to release the gripper (gripper up) for recapture was made, but the gripper would not release from the posterior leaflet. Troubleshooting to remove the clip from the leaflet was performed but was not successful, and it was observed that the mr increased with each attempt to disengage. Therefore, the mitraclip xt was implanted where it was stuck, attached to both leaflets with chordae. The procedure was discontinued. The mr remained to 4+. There was no clinically significant delay in the procedure.

Manufacturer narrative:
In this case, the reported entrapment of device and difficult or delayed positioning-leaflet capture could not be replicated in a testing environment. A review of the lot history record identified no manufacturing nonconformities that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and the reported difficult or delayed positioning associated with leaflet capture resulting in the reported entrapment of device (clip becoming entangled with the anatomy) appears to be related patient conditions (varying degrees of prolapse of both the anterior and posterior leaflets of the mitral valve, with the most severe prolapse at the a1/p1-a2/p2 region. Mitral valve insufficiency/regurgitation appears to be due to the procedural conditions associated with the clip getting caught in in anatomy. Mitral regurgitation is a known possible complication associated with mitraclip procedures. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.